Manufacturer narrative:
Additional information: b5-the lens has been explanted on (B)(6) 2020. A new lens was later implanted. The patient was satisfied with operation; and the doctors was satisfied with results. D6b. (B)(6) 2020 claim# (B)(4).

Manufacturer narrative:
Additional information: b5-the lens has been explanted on an unknown date. Further information has been requested. Additional information has been requested. If additional information is received a supplemental medwatch report will be submitted. D6b. Unk h3- device evaluation: lens returned in a vial in liquid. Visual inspection found optic torn/split. Haptic torn/broken. Visual observation concluded no dimensional inspection can be performed due lens returned in pieces. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5-the reporter indicated the surgeon implanted a 12.6mm vtich12.6 implantable collamer lens, +6.00/+2.0/132 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2020. The lens was reported as lens rotation not associated to a low vault and patient experienced a refractive surprise. The lens was repositioned on (B)(6) 2020 but the problem was not resolved. The lens has been explanted on (B)(6) 2020 and on the same day a new lens of same model but longer length was implanted. This resolved the problem. Reporter states cause as "the doctor suppose that the size was smaller than they need." Claim# (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk, implant date: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -14.00/+1.0/091 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2020. The lens was reported as having a huge vault and angle closure, with elevated intraocular pressure. The surgeon performed a coloboma on (B)(6) 2020, which corrected the situation a little bit, but angles were still closed. The cause of the event was unknown. The lens remains implanted.